Event description:
The consumer reported that recharging their implantable neurostimulator (ins) was taking too long. They had issues charging and getting good coupling. Recharging was reviewed with the patient. After they repositioned the recharger antenna they were able to get 6 coupling bars. It was also noted that the therapy was not helping the patient¿s knee pain. The programmer showed that the device was on group b at 7.30 v and the therapy was on. The patient wanted to know if they could turn their stimulation off at night because they did not have knee pain at night and therapy considerations were reviewed with them. The patient was indicated for spinal pain. No causes, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Additional information received. When asked what were the circumstances that led to the event, the response was ¿no one could help me. It had to be a pain management doctor to do the surgery and no one told me.¿ the steps to take to resolve the therapy not helping the knee was ¿exercise hopefully¿. The issue had not been resolved, it was not as bad, and the patient needed to strengthen the knee on her own. Additional information received from the consumer reported that the patient had their ins removed, and replaced with a device from a competitor company. The reason for removal was due to the 'therapy never working as good as expected/not doing the job' and the tingling sensation that the patient was feeling. The patient's external devices were donated to the company.